Event description:
The user reported that during a transcatheter arterial chemoembolization procedure, the catheter tip broke off inside the pt. The physician used a snare to retrieve the broken catheter tip from the pt three times. This increased the procedure time to 5 hours and access to the target vessel was lost. The user reported that power injections were performed through the catheter prior to the event (injection parameters: 5 ml/sec for a total of 20 ml). No additional harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. A follow-up report will be submitted when the investigation has been completed.